Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet was physically damaged with the housing broken and the screen bezel separated, rendering the device nonfunctional and no longer water resistant; the affected component was the display, and the medical device problem was characterized as a loss or failure of bonding. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed stress-related damage consistent with a bonding failure at the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.